Manufacturer narrative:
The extension was returned. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conductor #1 broken 2.9cm from the proximal end h6: fdr and fdc codes reported are the most up to date codes, and replace codes of type. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: extension. Product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a broken extension replaced. High impedances were measured on contact 1 in the hcp¿s office; however, impedances were normal and could not be replicated, even with patient neck movement, in the pre-operative area. The patient was reportedly having trouble walking due to the high impedance on contact 1. High impedances were measure intra-operatively after replacing the old ins. The extension was replaced and the impedance issue was resolved. No further complications were reported. Refer to manufacturer report #3004209178-2017-09170 for details pertaining to the reportable related event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.